Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-33, lot # v008509, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported by the patient that ¿today all of a sudden today it started really giving increased stimulation that I haven¿t felt before¿ from their implantable neurostimulator (ins). The patient was on program 4 at 2.4 volts and was able to decrease to 2.3 volts which was noted that it was more comfortable. In addition it was reported that the patient was recently in the hospital (unrelated to the ins device) when the performed an EKG which showed ¿double spikes.¿ it was determined that this was a result of the presence of the ins device. The patient was going in for surgery on (B)(6) 2013 and was to see their healthcare professional (hcp) on (B)(6) 2013 for ¿medical clearance.¿ it was noted that they would be likely doing an EKG. Additional information was requested, but was not available at the time of this report.